Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: instrument stuck in trocar, can't access smoothly. Operate normally after changing another trocar. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A device was easily able to be inserted and removed from the trocar. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
***New information*** to address the problem, another device was used. The procedure is a lap chole. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem.